Event description:
The facility biomedical technician had unplugged the device from ac power and immediately turned the device on. It was reported that the device remained powered on, but was inoperative. The device was reconnected to ac power, but this did not resolve the discrepancy. Device power was then cycled and this action restored proper operation. The report did not involve a pt use.